Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not properly plugged into interface board. The insulin pump was received with operating currents within specification. The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer sated that the device kept counting from 1 to 8 and then restarting. Blood glucose value was 114 mg/dl. She also reported that there is a crack on the screen above the top right corner. Customer stated she might have bumped it. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.